Event description:
The customer reported that the ventilator was alarming due to a patient disconnect alarm and had no flow during normal ventilation operation. The customer reported the patient's oxygen saturation decreased to 88%. The customer reported a diagnostic code was observed that the device exhalation port selection was set to 'none'. The facility biomedical engineer reported there was no problem found upon checkout of the ventilator. The biomedical engineer reported that review fo the device diagnostic history indicated the clinician didn't choose the correct mask configuration. The biomedical engineer reported there was no further information received from clinicians at the site when inquired. The hospital pulmonary manager reported the patient was placed on another ventilator, and the patient suffered no harm as a result of the reported desaturation. The hospital pulmonary manager reported they had no further information about the event, including ventilator settings or details about the patient or mask setup.

Manufacturer narrative:
Customer did not request manufacturers service.